Event description:
The patient contacted animas on (B)(6) 2012 alleging that the audio bolus button had a delayed response. The patient denied moisture to the pump. The patient reportedly wore the pump attached to a belt in a case and cleaned the pump with a q tip using warm water and mild soap. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump audio bolus button was found to be responding appropriately. The audio bolus button was removed and no contact defects were found.